Event description:
Consumer complaint of blood result reading of "lo". Customer stores the test strip in her bedroom drawer and the test strips expire 5/31/17. Performed blood test with the customer, 80mg/dl. Recalled blood results from meter memory- results are fasting: (B)(6) 2014 at 3:08 pm lo. (B)(6) 2014 at 2:58pm 166mg/dl. (B)(6) 2014 at 2:57pm 83mg/dl. (B)(6) 2014 at 10:33am 101mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).